Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump time was inaccurate, cause was unknown. Customer blood glucose level ranged from 42 to >400 mg/dl. Reportedly, the customer drank juice and consumed sugary treats. During troubleshooting with tandem technical support, it was determined that the pump time was off by an hour. Customer acknowledged that the pump was functioning as intended and the cause for low and high bgs was related to the time being incorrect.